Manufacturer narrative:
A visual and functional inspection were performed on the returned stent delivery system (sds) and the reported difficulty to advance and remove the guide wire were confirmed, as the guide wire was returned frozen in the guide wire lumen. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the sds during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficult to advance and difficult to remove the guide wire from the sds appear to be related to operational circumstances of the procedure. Based on the reported information, the ht balance middlweight (bmw) guide wire had been used with a balloon catheter for pre-dilation without any issues noted. It is likely that during advancement, the sds encountered resistance with the heavily calcified, moderately tortuous anatomy causing resistance between devices and the difficulty to advance over the wire. Manipulation and/or inadvertent mishandling of the devices against resistance during retraction likely cause the noted stretched tip and unknown material protruding from the tip causing the guide wire to lock in place resulting in the difficulty to remove. The noted unknown material appears to be the inner layer of the inner member. The noted bends on the hypotube likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was received that a predilatation balloon was loaded over the bmw guide wire. Predilatation was performed in the heavily calcified, moderately tortuous left circumflex (lcx) coronary artery. The xience proa sds was stuck because of resistance with the bmw guide wire. The sds was unable to be removed from the guide wire; therefore, the wire and sds were removed together. The procedure was completed with balloon angioplasty in the lcx. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xience proa device is currently not commercially available in the us; however, it is similar to a device sold in the us. The bmw guide wire referenced is being filed under a separate medwatch report #.

Event description:
It was reported that the 3.5x12 mm xience proa stent delivery system (sds) was loaded on the balance middle-weight guidewire. The sds became stuck during advancement and could not go on. The guide wire and the sds were removed together as a unit. No additional information was provided.